Event description:
The pump and a portion of the catheter were returned for disposal only.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Evaluation summary: the pump and a portion of the catheter were returned for analysis. Analysis of the pump revealed no anomaly found. Interrogation of the pump indicated the pump was delivering hydromorphone and bupivacaine. Analysis of the catheter segment revealed a slight tear in the seal material near the guide ring.